Event description:
It was reported that the patient experienced a severe low blood glucose at home while using a Dexcom G7, became unresponsive, and was treated by EMS with intravenous sugar water, with a documented capillary glucose as low as 28 mg/dL and no CGM reading available; the reported device-related information indicated insufficient information and an unspecified device component. Symptoms included hypoglycemia and loss of consciousness. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by third parties. Investigation of this case revealed no findings, with insufficient information about the device and component to determine a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.